Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the device would not cut. A replacement device was used to complete the procedure. No pt complications were reported.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.